Event description:
Pt underwent posterolateral fusion procedure l4-s1 and removal of scar tissue in 1/94. Six months later the hardware was removed due to possible metal allergy and bone infection which were not proven. The hardware was intact and the fusion was later found not to be solid. She did not improve and in 7/95, she underwent another posterolateral fusion l4-s1 and again a larger removal of scar tissue. Her symptoms continued. In 6/96 she had revision surgery for pseudoarthrosis. The hardware was found to be loose at l5 and s1. The fusion was extended to l3 and the same screws were used at l4,l5 and s1. She went on to develop a solid fusion and the hardware was removed intact in 2/97.